Manufacturer narrative:
Citation: wynne d. Transradial secondary arterial access for transcatheter aortic valve implantation: experience and limitations. Heart, lung and circulation (2015) 24, 682¿685, doi 10.1016/j.hlc.2014.12.011. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding experience using secondary transradial arterial access for transcatheter aortic valve implantation. All data were collected from single center between december 2007 and june 2013. The study population included 282 patients (predominantly male; mean age 81 years), 258 of which were implanted with medtronic corevalve. The serial numbers were not provided. Among all patients 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, valve malposition, moderate to severe aortic regurgitation (ar), ilio- femoral dissection, perforations, false aneurysm, vessel occlusion, and significant bleeding requiring surgical repair. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or products were reported.